Event description:
Instrument was missing a piece of black insulation near tan tip of instrument - hook cautery.======================manufacturer response for hook cautery, single site davinci permanent hook cautery (per site reporter).======================no response yet.